Event description:
It was reported that during an esophageal stenting treatment procedure the delivery suture broke and the stent could not be fully deployed. The target stricture was in the distal esophagus. An ultraflex esoph ng distl cvd stn 18x10 stent was advanced to treat the target lesion. During deployment, the suture broke leaving the stent partially deployed and unable to be fully deployed. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".